Event description:
Customer requested information regarding the safety letter and confirm if the prior boluses were delivered. Customer stated that he was hospitalized due to low blood glucose. Customer wanted to verify if the incident was caused by insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.